Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted due to infection. Reliability analysis identified a discrepancy with the displayed battery monitoring voltage compared with the measured monitoring voltage.